Event description:
This device was explanted and replaced due to eos. No adverse patient events were reported. Should additional information become available, this report will be updated.

Manufacturer narrative:
The pacemaker was received for analysis. Prior to the analysis of the device, the quality documents accompanying the manufacturing process for this pacemaker were re-investigated. All production steps were performed accordingly. Particularly the final acceptance test proved the device functions to be as specified. An interrogation of the device was not possible as a result of a depleted battery. The amount of charge taken from the battery was verified. The battery condition was found to be as expected after a service time of about 118 months. Therefore, the electrical module was attached to an external power supply and the ability of the device to deliver therapies was verified. The anti-bradycardia pacing pulses proved to be normal and in amplitude and frequency as programmed. In conclusion, the electronic module proved to be fully functional with an external power supply. The battery condition was found to be normal and as expected after a service time of about 118 months. There was no indication of a device malfunction.